Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed as no device or imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the wo information was unavailable. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The complaint description states, 'the commander delivery system balloon ruptured during deployment of the valve. The valve was approximately 90-100% deployed'. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such it is possible that the combination of the procedural (excessive manipulation, over inflation) and patient factors (calcification) may have contributed to the complaint event. However, due to insufficient information, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the commander delivery system balloon ruptured during deployment of the valve. The valve was approximately 90-100% deployed, so there was no issue with that. And the ruptured balloon and delivery system were removed without problem. A second 26mm commander delivery system was prepped and used to post-dilate the valve with +1cc volume with an excellent result. At this point, after post-dilation, a foreign object was noted approximately at the aortic bifurcation, well below the tip of the sheath. It was identified as the radiopaque "c-ring" from the tip of the e-sheath. The physician was able to remove the c-ring from the body with a grasper-type of device. The e-sheath was removed and there were no issues. The patient got a great result. Upon follow up, the fcs advised that during the procedure, a radial balloon burst was noted during the deployment of the valve, as depicted in picture p1. No photos of the damage are available. The burst balloon was removed, and a new commander delivery system was prepped and used to post-dilate with good results. No instruments were needed to remove the balloon cover, as it came out of the sheath easily. No extra volume was added to the balloon prior to inflation, and no leaks in the delivery system were noticed. Blood was seen in the syringe. There were no difficulties with valve alignment, which was performed in a straight section. No difficulties were noted in withdrawing the delivery system, although it is suspected that the c-ring became dislodged during removal. No damage was observed on other edwards devices. The 3mensio report is available and will be sent separately. There were no insertion difficulties with the second delivery system, and no photos of the esheath and c-marker are available.

Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.